Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a shoulder procedure on this (B)(6) y/o male, the secondary glenoid impactor broke while impacting the glenoid. All broken pieces were removed from the wound. The broken piece was thrown away after the case. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on similar previous complaint investigations, the fractured device reported was likely the result of crack initiation, propagation, and ultimate fracture of the device which was likely caused by abnormal or aggressive use inconsistent with the intended use of this device. Section h11: the following sections have corrected information: (h1) type of reportable event required: serious injury.